Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation was done first by the evaluation of the available device history. Following statement was created: on the date of occurrence ((B)(6) 2025) the perfusor space was used for two vtbi therapies. For the first vtbi therapy a bd plastikpak 20ml with a remaining volume of 12ml was used. The therapy data's vtbi of 11ml and time 1h were set. The therapy was started at 02:21am and finished at 03:21am due to vtbi was done. For the second vtbi therapy a bd plastikpak 20ml with a remaining volume of 18ml was used. The therapy data's vtbi of 11ml and time 1h were set. The therapy was started at 06:54am and finished at 07:54am due to time done. The customers complained, that 7ml were in the syringe left. At start of the second therapy a remaining volume of 18ml were in the syringe. At both therapies 11ml were infused. After the second vtbi therapy was finished 7ml were in the syringe still. For a detailed investigation the sample was requested. We received: one perfusor space, 8713030, serial no.: (B)(6), software version 688m030003. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the perfusor space, a technician seal on the lower housing as well as all cover caps of the screw pillars were available and undamaged. The technician seal was not applied over a cover cap of a housing screw. The device showed age related signs of wear and tear. It could be detected that the drive head had much axial play, and it was possible to hear that the guide rods were loose, if the device was shacked lightly. Functional inspection: a functional test was performed. After switch on the device, the necessary self-test was passed without any malfunction. After the self- test normally the drive head move out completely to can insert a syringe, but the drive head of the sample moved out approx. One inch and not more. Afterwards it could be detected a rattling noise of a blocked gear wheel. It was not possible to put the pump in operation. The device was disassembled, and the inside was investigated. It could be found a damage of the drive unit included that the drive rods were loose. Furthermore, some loose plastic parts of the drive unit could be detected between the gear wheels. That was the reason for the rattling noise and the interrupted movement of the drive head during the functional investigation. All damages are hints of a wrong handling by user. The defect could not be confirmed. According to the investigation results it could be identified a wrong handling by user. It could be detected many damages, which are hints for an external impact of the device, e.g. Drop. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number: (B)(4). Premarket submission # k092313.

Event description:
According to the event description: "the end user has reported that the device has under infused by 7mls when an infusion was set and would like for this to be investigated".